Event description:
This is a spontaneous case report received from a physician in united states on 28-jul-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for sterilization (lot number c55836). She was not pregnant. Physician reported that it seemed to be a problem with one of the coils. As the doctor was drawing and dialing back after placing on left side, then 3-4 coils spring out into the endometrial cavity. He could see there was like a partial piece of the device, there was no inner coil in that tube. Physician right placed the right side fine with no resistance. A new device placed easily in the left side. Ptc investigation result was received on 05-aug-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record c55836 (production date 31-may-2017 and expiration date 15-may-2014) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Since no product was returned for investigation, we cannot confirm this quality complaint; however, based on the complaint description provided, we are able to conclude that a quality issue is plausible. It is possible during the manufacturing assembly process a small gap was left between the inner coil and inner catheter (they should be butted together during assembly). When the outer coil of the micro-insert is wound down a small portion of the coil can become trapped in the gap. If a device has this issue, when the physician presses the button to release the micro-insert, the outer coil may sever itself as it is being deployed from the catheter. This severing occurs inside the catheter prior to the pieces being deployed from the catheter. The severing of the coils inside the catheter does not pose a significant risk to the health of the patient. The possibility of pieces of the delivery system or micro-insert breaking off is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a reported product technical issue in the context of a complicated insertion. However, no adverse events were reported at this point in time. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect - but plausible. According to the technical assessment a quality defect was not confirmed but considered plausible. Although the technical investigation concluded a potential causal relationship between the issue reported and a quality defect, the assigned final risk category IV reflects a defect which would not pose a hazard to patient's health. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. A causal relationship between the potential product quality issue and adverse events cannot be assessed, as no adverse events were reported at this point in time. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, 3-4 coils spring out into the endometrial cavity on the left side; according to the physician there was like a partial piece of the device, there was no inner coil in that tube. The reported event, regarded as device breakage, was considered non-serious and assessed as listed upon receipt of the product technical analysis. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. Nevertheless, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis did not confirm a quality defect but considered it plausible. Although the technical investigation concluded a potential causal relationship between the issue reported and a quality defect, the assigned final risk category IV reflects a defect which would not pose a hazard to patient's health. Follow-up information is being sought.

Manufacturer narrative:
Follow-up information (device breakage questionnaire) received on 02-sep-2015 from physician: the essure (ess305) was inserted on (B)(6) 2015 because patient desired sterility, lot number c55836 and expiration date may-2017. It was reported that the instructions for use (IFU) were followed and no deviation from the insertion procedure was made. It was reported that the implant breakage in outer coil occurred during placement. Therefore a partial portion was removed from uterus by hysteroscopic procedure on (B)(6) 2015, because it was medically necessary to remove. The device was not reprocessed nor reused on the patient. It was not available for evaluation. A new essure device was placed. The breakage description stated that after the final dialing back of the device the coil that was in the tube sprang out into the endometrial cavity, none coil was visualized in the tube. The patient did not present any injury. The patient outcome could not be provided because they were waiting for hysterosalpingogram (hsg) to verify the occlusion. The physician stated that the hysteroscopic pictures were available. Ptc investigation result was received on 18-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Since no product was returned for investigation, we cannot confirm this quality complaint; however, based on the complaint description provided, we are able to conclude that a quality issue is plausible. It is possible during the manufacturing assembly process a small gap was left between the inner coil and inner catheter (they should be butted together during assembly). When the outer coil of the micro-insert is wound down a small portion of the coil can become trapped in the gap. If a device has this issue, when the physician presses the button to release the micro-insert, the outer coil may sever itself as it is being deployed from the catheter. This severing occurs inside the catheter prior to the pieces being deployed from the catheter. The severing of the coils inside the catheter does not pose a significant risk to the health of the patient. The possibility of pieces of the delivery system or micro-insert breaking off is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a reported product technical issue in the context of a complicated insertion. However, no adverse events were reported at this point in time. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect but plausible. According to the technical assessment a quality defect was not confirmed but considered plausible. Although the technical investigation concluded a potential causal relationship between the issue reported and a quality defect, the assigned final risk category IV reflects a defect which would not pose a hazard to patient health. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. A causal relationship between the potential product quality issue and adverse events cannot be assessed, as no adverse events were reported at this point in time. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, 3-4 coils spring out into the endometrial cavity on the left side; according to the physician there was like a partial piece of the device, there was no inner coil in that tube. The partial portion was retrieved from uterus. She had a new essure placed. The reported event, regarded as device breakage, was considered non-serious and assessed as listed upon receipt of the product technical analysis. Single cases of essure breakage have been reported, mainly during difficult insertions. The physician stated that instructions for use were followed. In this particular case, limited information was provided. Nevertheless, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis did not confirm a quality defect but considered it plausible. Although the technical investigation concluded a potential causal relationship between the issue reported and a quality defect, the assigned final risk category IV reflects a defect which would not pose a hazard to patient health.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).